Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported wound dehiscence occurred at the patient's ipg site. As a result, the physician decided to explant the patient's scs system. The patient's wound issue resolved over time following the explant procedure.